Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Service history review: part no. 05.000.008, serial/lot no: (B)(4)/5764655: a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 24april2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reverse speed on a hand piece for battery powered driver does not work. This was discovered during a case. The second unit that is in the set was used to successfully complete the case. There was no harm to patient and no delay to the case. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Service & repair evaluation: the customer reported the reverse speed was not working. The repair technician reported the reverse speed was inoperable and all other speeds were running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: housing (new lot #006096), circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired and passed synthes final inspection on december 15, 2015. Device returned to the customer upon completion of the service and repair process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure was a craniotomy.